Event description:
The customer reported discrepant inr results for a patient tested on coaguchek xs meter, with unknown serial number, compared to a laboratory. The patient was tested twice on the meter with results of 5.1 inr and 5.2 inr. It is unknown if a different finger was used for each test. The laboratory result was 3.2 inr. Time between tests is unknown. Retention test strips (322644) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.